Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient suffered from redness on his lower and abdomen event on 17-jun-2024. Prescribed antibiotics and ointment for therapy. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient suffered from redness on his lower and abdomen event on 17-jun-2024. Prescribed antibiotics and ointment for therapy. No further information available.